Manufacturer narrative:
(B)(4). This is a report where the patient was not connected to the set-up during therapy, which resulted in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.

Event description:
It was reported that there was leak from the end of the patient line. This was noted during fill one of peritoneal dialysis. During troubleshooting, the patient stated that they were not connected during fill. The patient connected after the leak was observed. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.